Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was trying to change the set and he received a motor error alarm when he went to rewind the pump. Customer's blood glucose was 126 mg/dl. Customer stated that the alarm wasn't clearing and when she did clear the alarm, the motor error came up on the screen again. Customer does not use the sensor feature on the pump. Customer stated that they are unable to complete the rewind sequence. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that it was not recommended to clear the alarm and continue use of the pump.